Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device could not confirm the reported allegation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative:  corrected h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was experiencing pain, possibly from a pseudomotor. Changed out metal liner for an altrx poly liner. Doi: year 2008; dor: (B)(6) 2020; right hip.